Event description:
User reported a leak coming from the front of the instrument and onto the floor into the walkway. No one was injured and no patients were involved. The field service rep determined the cause to be a backed up probe wash drain line. He cleared the obstruction and rinsed the drain with bleach and hot water. Performance tests were performed and within spec.